Event description:
International affiliate reports that the distal tips of two viper polyaxial drivers broke off from the instruments during a procedure. The tips were not retrieved and remain in the implanted screws. The surgeon reports that there is no risk for the patient. Other drivers were available to complete the procedure and the difficulty did not result in a significant delay. See mfg medwatch report no. 1526439-2013-22033 for the second driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Examination of the returned driver confirmed tip breakage. Review of the device history record found no issues related to the complaint. A review of the complaints found no observed trends for issues of this nature. Although the cause of tip breakage cannot be positively determined, a CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.